Event description:
It was reported that the pedals on the devices are constantly flipped. The user has tried flipping some of them back but it does not remain in the correct position.

Manufacturer narrative:
Multiple attempts were made to gather additional information regarding this issue. However, no response was received. H3 other text : device was not accessible for evaluation.

Event description:
It was reported that the pedals on the devices are constantly flipped. The user has tried flipping some of them back but it does not remain in the correct position.